Manufacturer narrative:
(B)(4). Initiation of therapy prior to patient connection is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during peritoneal dialysis therapy on the homechoice. During troubleshooting, the patient reported that they had started therapy before they connected to the set-up. There was no patient injury or medical intervention reported. No additional information is available.